Event description:
It was reported that the consultant reported a damaged product. The damage occurred after surgery, during processing sometime after it was cleaned. The user tightened the trial spacer on handle too tightly; when they try to get it off, it was wedged. All the pieces were retrieved. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Product development details, the inner shaft of the trial spacer handle was received jammed in the handle and broken at the bottom; and the knurled knob was received disassembled from the handle and broken in two pieces as the bottom piece was received detached. The anterior cervical fusion (acf) instruments are designed for use with the acf spacer. The applicable technique guide was reviewed. The acf trial spacer handle connects with parallel, convex and lordotic acf detachable trial spacers to asses appropriate implant size. The instrument set includes two acf trial spacer handles. Additionally, alternatively, non-detachable trial spacers could be utilized for the same task. Additionally, the affected parts exhibit several tool-pressing like marks over the surface material of the inner shaft thread and the knurled knob, evidence suggested these mark were created when trying to remove, as reported. This failure mode of stiff or jammed instrument has been previously evaluated and it has determined that potential design interference may possibly contribute to this type of complaint. The applicable most recent drawings of top level and associated components were reviewed. A tolerance analysis has been conducted to verify the clearance between the diameter of the inner threaded shaft and the handle inner diameter near the functional end. It was also verified the clearance needed for the dowel pin in the wheel to freely glide within the groove to allow the assembly/disassembly of the wheel and inner shaft. A possibility of interference for both of the features/functions previously explained was identified; this scenario may contribute to cause the jammed condition reported. Although the affected part was made under an older revision, interference was still present per applicable drawing at that time. Based on design evaluation conducted; potential interference may lead to contribute to this type of complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.